Manufacturer narrative:
G4:05feb2021. B4:05feb2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02544 was submitted. All information are submitted on the initially reported MFR report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
Customer contacted technical support (ts) stating that unit had alarm led failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.